Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient went to the emergency room in melrose but was not admitted to the hospital. The patient stated that she had 600 plus ccs of urine inside of her and they took care of it that day but she currently has a catheter. The patient wanted to know what to do with the catheter and when to empty the bag. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Device code conclusion update from 22 to 92. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on january 17th reported the patient¿s urinary retention was a pre-existing condition prior to the device implant. The hcp stated the urinary retention was an ongoing issue, the patient was under close watch the hcp. The patient felt they did not completely empty their bladder when they urinate. The hcp stated on (B)(6) 2018 the suprapubic tube was removed. The hcp stated they were doing fine until (B)(6) and they were in the emergency room with 600 ml retention, and they had a foley in at the time of the report, and it was draining clear. The patient wanted a trial of void. The hcp stated on (B)(6) 2017 the plan was to cap the suprapubic tube, which she had done. The patient had no complaints on (B)(6). The hcp noted the patient came in with diaries, showing average voided volumes of 8-14 oz. The hcp stated on (B)(6) 2017 it was presumed successful trail with implantable neurostimulator (ins) was placed on (B)(6) 2017. The patient first noticed (B)(6) she did not have to strain or bear down to start her urinary stream. The patient did not dribble at the end of urination. It was noted she did have a history of urethral structure. The patient had not been treated with medications in the past for her lower urinary tract symptoms. It was noted on the office visit on (B)(6) the was not having problems with urinary control or incontinence. It was noted she previously had an indwelling catheter in for more than two weeks at a time. It was noted there was a simple change suprapubic tube on (B)(6) 2017. The hcp stated the patient had incomplete bladder emptying and it was chronic and improving. It was noted they had urge incontinence and urinary frequency. The patient reported being tired and sluggish. The patient reported skin rash. The patient reported constipation. The patient denied abdominal pain, nausea/vomiting, indigestion/heartburn, and irritable bowel syndrome. The patient reported urinary tract infections. The patient denied painful urination and urinary frequency. The hcp stated the voiding trial instilled volume was 250 cc and voided volume was 250 cc. The hcp noted the new medications was cipro 500 mg tablet po bid. It was noted on the day of the visit the patient voided well on the day of the appointment. The hcp planned to check in with the manufacture representative (rep) later in the spring for a device check. Additional information from a consumer on (B)(6) reported the urinary retention was pre-existing prior to the device implant and the urinary retention had been resolved. There were no further complications that have been reported as a result of this event.